Event description:
It was reported that this pacemaker system, with its right atrial (ra) lead, was suspected of exhibiting loss of capture and high capture thresholds. A ra automatic threshold (raat) test was performed, showing no capture at 4.5 v at 2 ms, and the test was suspended at 4.0 v. A previous raat measured 3.4 v at 0.5 ms. The system remains in service, and no adverse patient effects were reported. Additional information received indicated that the root cause was not determined and that the plan for the patient is to continue monitoring.

Event description:
It was reported that this pacemaker system, with its right atrial (ra) lead, was suspected of exhibiting loss of capture and high capture thresholds. A ra automatic threshold (raat) test was performed, showing no capture at 4.5 v at 2 ms, and the test was suspended at 4.0 v. A previous raat measured 3.4 v at 0.5 ms. The system remains in service, and no adverse patient effects were reported.